Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2013 and this MDR is being mailed on (B)(4) 2013. Siemens reviewed log files provided by the customer that revealed the behavior of the rt therapist was affected by unexpected behavior from the txsupervisor component, which communicates via dmip protocol with the control console. The table motion was as commanded by the rt therapist for segment 3 and there was no flow in the console behavior. However, movement of the gantry was not initiated by rt therapist. Siemens was unable to reproduce the error since replacing the rt therapist machine (r670 box) and the database was emptied of all pt information by the customer. There was one other interruption that was related to a hiib cable in the positioner that has been replaced. A cable in the gantry was also replaced. There have been no other reports of treatment interruptions or unexpected table/gantry movements since then. Considering this, no other corrective actions are initiated.

Event description:
The customer notified siemens on (B)(6) 2013 that pt treatment was interrupted during an auto-sequences with an error message on rt therapist that read "radiation terminated, call service." After confirming this by clicking "ok," and after another field is transmitted to console, the table and gantry move in a random directions. However, the problem only occurs with table rotation. There is no report of mistreatment or injury to a pt. This reported issue occured in (B)(6).